Event description:
Customer reported, the system started beeping and shut down on its own during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board and reseated usb connectors. System operates as intended.